Manufacturer narrative:
This report is submitted on 25 march 2021.

Event description:
Per the clinic patient experienced extrusion of the electrode array. There are plans to explant the device; however, this has not occurred as of the date of this report, (B)(6) 2021.